Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient received 2 external defibrillations and 7 appropriate treatments from the lifevest. The appropriate shocks failed to convert vt to a life-sustaining rhythm. The arrhythmias were ultimately converted to a slower, non-treatable rhythm. External treatment 1: 08:58:29, svt at 150 bpm with nsvt, post shock rhythm at 60 bpm; external treatment 2: 09:00:16, vt at 270 bpm with motion artifact, post shock rhythm at 90 bpm; lifevest treatment 1: 09:01:40, vt at 220 bpm, post shock rhythm at 70 bpm; lifevest treatment 2: 09:04:12, vt at 250 bpm, post shock rhythm at 130 bpm; lifevest treatment 3: 09:05:42, vt at 260 bpm, post shock rhythm at 120 bpm; lifevest treatment 4: 09:06:38, vt at 270 bpm, post shock rhythm at 140 bpm; lifevest treatment 5: 09:07:07, vt at 270 bpm, post shock rhythm at 270 bpm; lifevest treatment 6: 09:07:41, vt at 250 bpm, post shock rhythm at 120 bpm; lifevest treatment 7: 09:08:11, vt at 270 bpm, post shock rhythm at 270 bpm; the patient's neurological status at the time of the event is unknown. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient was in the hospital prior to the event, during the event, and remained there following the event. The patient continued to use the lifevest. No deficiencies were alleged against the device.